Manufacturer narrative:
The customer alleged discrepant results for an additional patient's sample tested with tp2 assay on the cobas c701 analyzer. On (B)(6) 2023 sample 2 (patient 2) was tested: initial result: <2 g/l. 1st rerun result: 68.5 g/l. 2nd rerun result: 76.4 g/l. 3rd rerun result: 76.7 g/l. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded. The investigation identified a mechanical issue. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c701 module serial number was (B)(6). On 31-oct-2023 the field service engineer (fse) visited the customer's site. He checked and cleaned the mixer. He also replaced the cuvettes and the halogen lamp. The fse completed the incubator water bath exchange and clean bath. He also completed the photometer and cell blank measurement. The fse performed mechanical checks and they were within specifications. He checked the gear head pressure and cleaned the tubings. The customer performed calibration and qc and they were successful. The instrument was back in operation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with total protein gen.2 (tp2) assay on a cobas 8000 cobas c701 analyzer. Initial result: <2 g/l. Rerun result: 76.4 g/l (using the same sample). The customer considered the initial result as unbelievable, and therefore, the sample was repeated. The rerun result was reported to the physician.